Event description:
It was reported that shaft perforation occurred. This 7.0 x40, 75cm gladiator elite balloon catheter was selected for use during a percutaneous transluminal angioplasty procedure. The stenosed target lesion was located in the internal fistula of the forearm. During the procedure, a non-boston scientific guide wire punctured the front end of the delivery shaft. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.